Manufacturer narrative:
The lead passed visual, photographic imaging, electrical and mechanical tests performed. The paddle lead appeared to be normal. The reported complaint of bsn representative not able to get good impedance reading was not confirmed because the paddle lead passed impedance tests.

Event description:
A report was received that during a lead revision due to inadequate stimulation, the lead showed high impedances and reprogramming was unsuccessful. The lead was explanted and replaced with a new lead.

Event description:
A report was received that during a lead revision due to inadequate stimulation, the lead showed high impedances and reprogramming was unsuccessful. The lead was explanted and replaced with a new lead.